Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient was experiencing subjective visual disturbances ("halos" and "blurry vision") for months following icl implantation in 2012. According to the dcr, dated on 04/01/2014, the reported event was not attributed to the device but to the patient factor (high myopia). The patient was prescribed alphagan for 5-6 months (presumably off- label use for pupil constriction) and the issue resolved. Prk was performed for residual refractive error and the prognosis was excellent (va 20/15). Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, the reported event was not attributed to the device but to the patient factor (high myopia). (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od). The patient reported halos/blurry for months. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon indicated the ocular condition occurred on (B)(6) 2013 and (B)(6) 2013. The surgeon indicated the event was not related to the device and the cause was due to high myopia. The patient was prescribed alphagan for 5 - 6 months. The event has resolved and the patient's prognosis is excellent. The patient had prk on (B)(6) 2013. The patient's three months post-op visual acuity was 20/25 and post-treatment visual acuity was 20/15.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens implanted.